Event description:
Caller reported her finger became infected after using the multiclix lancing system. Due to her limited eye sight, she pricked her finger too close to her nail and it got infected. She went to a doctor, who prescribed an ointment, discontinued her anti-coagulant, and told her to keep it clean. Nothing was reported to indicate malfunction of the lancing system. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.